Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash on his back under the therapy electrodes and wires. The patient also reported that there was some irritation present on his chest. The irritation was described as blistery, but was not open. The patient's physician advised the patient to use a cream on the rash. Follow-up indicated that after using the cream the patient's rash had improved.